Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, it appears that the event was due to a combination of patient and procedural factors. As, reported, the aortic calcification just above the access site likely caused the dissection during initial purse string suture placement and/ or during sheath insertion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, after sheath insertion during a tao tavr procedure, a non-flowing limiting aortic dissection was noted on echo. Angio was performed and a dissection was noted just above the stj to the sheath access site. The patient remained stable and they proceeded with bav. The 23 mm valve was placed without incident. Two full thickness pledgeted sutures were placed around the access site in hopes of limiting the progression of the dissection. The plan was to keep the patient intubated and sedated overnight along with aggressive pressure management. The patient was closed and discharged to the ICU. Final pressures: ao 90-105 systolic, pa 35-40 systolic. Post procedure diagnosis: moderately sized contained, non flow limiting retrograde dissection at aortic access site, possibly due to initial purse string suture placement in calcified aortic lesion or sheath insertion, present throughout procedure and on closing, pressures to remain 90-110 systolic. As per report, aortic calcification just above the access site may have caused the dissection during purse string placement or sheath insertion. The patient expired one day post tavr. The dissection propagated down through the aorta and ultimately ruptured. The patient had become profoundly hypotensive and was unable to be resuscitated.